Event description:
Replace defective port a that was implanted 3 months prior to explant date. The previous outflow catheter catheter's distal tip was broken off. Surgeon was unable to retrieve tip. There was no adverse effect on pt outcome. This report was voluntary. No report was sent to the FDA.